Event description:
It was reported that a device channel error occurred. No additional information was provided

Manufacturer narrative:
Correction- this report was filed for an 8015, a concomitant. This report should have not have been filed.*****************************************************************************************************

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a device channel error occurred. No additional information was provided.